Event description:
It was reported that this lead was explanted as part of a system explant due to a pocket infection. A temporary jugular pacemaker was installed for a week while the patient receives antibiotic treatment. No additional adverse patient effects were reported. The explanted lead was discarded and therefore will not be returned. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).